Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, a visual inspection showed corrosion on the motor cartridge, the blademount was worn and the rotor was corroded. The motor cartridge in addition to other components were replaced and the device was returned to the customer.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully without delay with another device.